Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this foley catheter product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the foley catheter product ifus are found to be adequate based on past reviews. (B)(4). The device was not returned.

Event description:
It was reported that user emailed ms&s the following alleged issue: "I use a urinary catheter and retaining bag (supra-pubic) and have for about two years. I am having trouble with the catheter plugging up as well as the one way valve, at the top of the bag, plugging up. I believe that I have found the reason for these plugging up but am looking for some help in the line of some special apparatus/s to help prevent this. The problem has just started to happen when our local outdoor temperature has dropped below freezing. My system seems to function as required when I stay inside a heated building but when I venture outside, the system stops draining and the urine backs up. It is not comfortable when this happens nor is it healthy. As far as clothing goes, I wear warm long john underwear and sometimes heavy denim pants to keep me warm but, I believe that the urine crystallizes in the one way valve( in the collection bag) as well as the catheter where it comes out of my body. I do notice the urine collecting at the top of the bag in the tube and, as well, nothing coming out of my bladder. I have tried different methods to overcome this situation like wrapping a mesh wrapping ( your bard upper leg bag holder ) around the bag and my lower leg but that did not cure the problem. I have tried wearing a pair of snow pants over my existing pants, etc, and that did help but not necessarily a good remedy. Do you have any suggestions or products that might address this issue?" This record addressed the catheter that was plugging up and another record addressed the valve.

Event description:
It was reported that user emailed ms&s the following alleged issue: "I use a urinary catheter and retaining bag (supra-pubic) and have for about two years. I am having trouble with the catheter plugging up as well as the one way valve, at the top of the bag, plugging up. I believe that I have found the reason for these plugging up but am looking for some help in the line of some special apparatus/s to help prevent this. The problem has just started to happen when our local outdoor temperature has dropped below freezing. My system seems to function as required when I stay inside a heated building but when I venture outside, the system stops draining and the urine backs up. It is not comfortable when this happens nor is it healthy. As far as clothing goes, I wear warm long john underwear and sometimes heavy denim pants to keep me warm but, I believe that the urine crystallizes in the one way valve( in the collection bag) as well as the catheter where it comes out of my body. I do notice the urine collecting at the top of the bag in the tube and, as well, nothing coming out of my bladder. I have tried different methods to overcome this situation like wrapping a mesh wrapping ( your bard upper leg bag holder ) around the bag and my lower leg but that did not cure the problem. I have tried wearing a pair of snow pants over my existing pants, etc, and that did help but not necessarily a good remedy. Do you have any suggestions or products that might address this issue?" This record addressed the catheter that was plugging up and another record addressed the valve.

Manufacturer narrative:
Received only a catheter. The reported event was confirmed as cause unknown. Sample was evaluated and observed salt accumulation at the proximal tip of the catheter causing blockage, which makes it difficult for water to flow through. Exact cause could be user related. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this foley catheter product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the foley catheter product ifus are found to be adequate based on past reviews. (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that user emailed ms&s the following alleged issue: "I use a urinary catheter and retaining bag (supra-pubic) and have for about two years. I am having trouble with the catheter plugging up as well as the one way valve, at the top of the bag, plugging up. I believe that I have found the reason for these plugging up but am looking for some help in the line of some special apparatus/s to help prevent this. The problem has just started to happen when our local outdoor temperature has dropped below freezing. My system seems to function as required when I stay inside a heated building but when I venture outside, the system stops draining and the urine backs up. It is not comfortable when this happens nor is it healthy. As far as clothing goes, I wear warm long john underwear and sometimes heavy denim pants to keep me warm but, I believe that the urine crystallizes in the one way valve( in the collection bag) as well as the catheter where it comes out of my body. I do notice the urine collecting at the top of the bag in the tube and, as well, nothing coming out of my bladder. I have tried different methods to overcome this situation like wrapping a mesh wrapping ( your bard upper leg bag holder ) around the bag and my lower leg but that did not cure the problem. I have tried wearing a pair of snow pants over my existing pants, etc, and that did help but not necessarily a good remedy. Do you have any suggestions or products that might address this issue?" This record addressed the catheter that was plugging up and another record addressed the valve.